Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. There was an attempt to use pliers to manually deploy the cinch, which was unsuccessful. The procedure was completed with a new cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy.

Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device evaluation: block h11. The device was returned without the suturing cinch. During the visual inspection it was noted that the cinch was deployed. A media analysis was performed. The documentation attached includes a picture where several cinch devices can be observed inside the bag, along with the device label information showing the upn and batch number. In the photo, it is possible to identify that one of the devices has a stretched working length and a broken internal wire. However, it cannot be confirmed that the condition observed in the photo corresponds to the unit returned to the laboratory for evaluation. The reported event of cinch failure to deploy could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, the probable cause selected is unable to exclude device problem. For the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy. There was an attempt to use pliers to manually deploy the cinch, which was unsuccessful. The procedure was completed with a new cinch. There was no patient complications reported as a result of this event.